Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s ilet system entered bg run mode after the user paired a new freestyle libre 3 plus sensor through the libre app instead of the ilet app, resulting in the sensor being in use by another device and preventing cgm data transmission to the pump. No adverse clinical symptoms reported. Outcomes included user education on proper pairing workflow and restoration plan via troubleshooting. User support included customer support assessment and use guidance. Investigation of this case revealed a use error in sensor pairing that led to loss of cgm communication, consistent with a device use issue rather than a hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error related to pairing the sensor with the incorrect application.